Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 85% stenosed distal right coronary artery. While advancing a 2.5 x 12 mm nc trek balloon catheter, force was applied and the shaft kinked and then broke near the hub. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): improper or incorrect procedure-excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60 - 85%, and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. If resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter.